Event description:
On 04/01/2008, abbott point of care (apoc) was contacted by a customer who reported that, at 02:00am, an I-stat ec4+ cartridge yielded a potassium result of <2.0. There was no repeat of this sample. The customer acted on the I-stat result of <2.0 and began potassium infusion on the pt. A 08:00am a venous sample was tested on a lab instrument yielded a potassium of 5.1. The sample taken at 08:00am was not tested using an I-stat. The potassium infusion had no ill effect on the pt.

Manufacturer narrative:
On 04/28/2008, an abbott rep contacted apoc stating they had determined the customer had improper sample technique, which caused or contributed to the discrepant potassium results. The apoc prod complaint investigation concluded no prod malfunction identified.